Event description:
Following diagnosis of the monitor, it turns out that the last catheter was connected on (B)(6) 2024 , the 0 was made, but monitoring was interrupted. In the error logs for the same date, a code 9 is recorded, corresponding to an external memory access fault. The device has been discarded.

Event description:
Following diagnosis of the monitor, it turns out that the last catheter was connected on 06/09/2024, the 0 was made, but monitoring was interrupted. In the error logs for the same date, a code 9 is recorded, corresponding to an external memory access fault. The device has been discarded.

Manufacturer narrative:
The analysis of the production record does not underline any problem on the production of all this batch. So, as the product has been discarded, the root cause could not be find. This report is being resubmitted because the previous report sent on 04/04/2025 ((B)(4)) was not accepted.